Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was receiving an unknown drug for spinal pain. It was reported that the patient had a magnetic resonance imaging (MRI) (confirmed unrelated to pump/therapy in rtg0111846), and when they got out of the MRI the personal therapy manager (ptm) indicated 8476 (motor stall). They have an appointment with their healthcare provider (hcp) on 2020-12-24 and was told to monitor the pump with the ptm and call hcp if necessary. Patient services reviewed MRI/motor stall considerations. They asked about potential for withdrawal; patient services reviewed and redirected them to hcp. Patient services made an outbound call to collect drug information but they were unable to reach the patient.